Event description:
I used a (B)(6) water block tough strip adhesive bandage on a cut on my daughter's leg. Almost a full day later, when I removed the bandage, it tore my daughter's skin off, leaving a painful wound, about the size of the adhesive part of the bandage. I am not a medical professional, but it seems at least a layer of skin was torn off with the bandage. FDA safety report ID# (B)(4).